Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp.z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). When reviewing similar reportable events for enterprise bed range (including model 5000x, 8000x and 9000x), we have found couple complaints with a similar fault description compared to the one investigated here: bed collapsed. Device involved in the event is an enterprise 8000 bed, model number: 8x23gd113baaaa serial number: (B)(6) which was manufactured on 2015-02-12. The bed's device history record (DHR) has been reviewed; no anomalies were recorded at the time of manufacturing. The bed has been designed, produced and certified to meet the requirements of standard en 60601-2-52. The enterprise 8000x beds pass the requirements of clauses: 201.9.4.2.3 - instability from horizontal and vertical forces, 201.9.8.3.1 - installed swl, 201.9.8.3.2 - static forces due to loading from persons or 201.9.8.3.3.1 dynamic forces due to sitting down. This confirms that the beds are stable devices which are not falling apart during usage. Based on the collected information, photographic evidence and findings made during the inspection of the bed conducted by an arjohuntleigh representative, it has been concluded that the damages raised by the customer were an effect of mechanical failure. It appears that the backrest of the bed has been raised up against a solid obstruction. Since the backrest actuator is mounted via a bracket onto the seat section, any extreme downward force on the backrest will cause the seat section to distort in the manner evident on this bed. From our observations we believe that the patient's right hand safety side is where the contact occurred. It is worth to be noted that instruction for use (# 746-585-UK rev.3),which has been delivered together with bed involved, warns the user that no obstacles shall restrict the beds movement while operating its function. In summary, the device was not being used for patient treatment/diagnosis, it failed to meet its specifications (bed collapsed) most likely as an effect of mechanical impact and therefore play a role in this event. There was no patient involvement and there were no injuries sustained. Complaint was decided to be reportable in abundance of caution. Given the circumstances and the number of products in the market we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp.z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the investigation.

Event description:
Initially, it was claimed that during cleaning process the enterprise bed was found to be damaged in a way that made it unstable. Fortunately there was no patient involvement and no personal injuries were reported. As an effect, the bed was removed from the service.